Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lamp igniter malfuction, the power supply unit malfunction, and the xenon lamp worn out. Based on the result, we concluded that it was caused due to the lamp igniter and the power supply unit malfunctions. Correction information: g6: 30-day follow-up #1. Additional information: h2: additional information, device evaluation. H6: medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
"The defect device was returned. We confirmed that the lamp lighting symptom. We will continue to investigate this situation and if necessary, file a supplemental report."

Event description:
This event occurred at the time of before use. There was no report of patient harm. "When the lamp switch was turned on (B)(6) 2021, the lamp did not light and occurred. (Switches to emergency light) I could not confirm the symptoms at the time of the visit, but I replaced it with a substitute and pulled up the machine. Since it occurred before use, there is no health hazard to patients and medical staff.